Manufacturer narrative:
A visual inspection was performed on the returned device. The reported shaft separation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure as it is likely the device interacted with the heavily calcified lesion during advancement. Continued handling and/or manipulation of the device during the reported difficulties likely resulted in the reported shaft separation. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: d4 - lot #: updated from 5080541 to 5070141. D4 - expiration date: updated from 7/24/2028 to 6/23/2028. D4 - primary UDI number: updated from (B)(4) to (B)(4). H4 - device MFR date: updated from 7/25/2025 to 6/24/2025.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was a procedure to treat a heavily calcified vessel. A xience xpedition 3.00x48mm was inserted. However, the stent was unable to cross the lesion, and the proximal shaft ruptured and broke. The device was successfully removed, and no portions of the device remained in the anatomy. An additional xience xpedition was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.